Event description:
The customer contact reported breakage of the semi-rigid adapter of the clave secondary port. The tubing set was to be used to deliver an unspecified volume of saline solution. It was reported that during priming, prior to pt use, after the saline started flowing, the nurse noticed that the clave connector attached to the cassette of the tubing set broke off; subsequently an unspecified volume of solution leaked. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No med interventions were required. No additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified three possible lot numbers (plots). The possible lot numbers are 47031, 40022, and 46042. This report represents all the info known by the reporter upon query by hospira personnel.